Manufacturer narrative:
The device has not been returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported that the a2079 mayfield infinity xr2 base unit was used during a cervical posterior surgery on (B)(6) 2017. The patient's head was fixed with the xr2, draped for the procedure, and skin incision made when a snapping sound was heard. The standard knob assembly (ref# 437a2409) of the a2079 base unit was found broken. There was no patient injury reported; the doctor held the patient's head. There was no surgery delay due to product problem. They replaced the device with another cranial fixation device. Additional information has been requested.

Manufacturer narrative:
Investigation completed on 26 feb 2018. The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. No serial number was identified, as such a DHR review could not be performed. Root cause cannot be not determined at this time because the product has not been returned for evaluation.